Event description:
It was reported that approximately four years post-port placement, a rupture of the catheter was allegedly found about four centimeters from the reservoir. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 04/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one bardport MRI implantable port attached to a groshong catheter in two segments was received for evaluation. Visual, microscopic, tactile and functional evaluations were performed. A partial circumferential break was noted on the attached catheter approximately 1.1cm from the distal end of the cath-lock and a complete circumferential break was noted at the distal end of the attached catheter. Also a partial circumferential break was on noted approximately 0.7cm from the proximal end of the distal catheter segment. The surface was noted to be rough and smooth on both regions. The edges of the complete circumferential break on the distal end of the attached catheter were noted to be uneven. The surface was noted to be granular in one region and round and smooth on the other region. A small longitudinal split was noted on the border of both regions. Upon infusion, a leak was observed exiting from the partial circumferential break on the attached catheter while water exited the distal end. In addition to the returned physical sample, one electronic photo and three electronic images were provided for review. The photo shows one port attached to a groshong catheter. The images demonstrate the port catheter in the right atrium and superior vena cava and the catheter fractured at the point that it enters the internal jugular vein. Therefore, the investigation is confirmed for the reported fracture and identified material separation, wear and deformation issues. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, d4 (expiration date: 04/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that approximately four years post port placement, the rupture of the catheter was allegedly found at about four centimeters from the reservoir. Reportedly, the device was removed and replaced. There was no reported patient injury.